Event description:
It was reported that the right ventricular (rv) lead dislodged the day after the implanting procedure and the patient developed bradycardia. The rv lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.